Event description:
It was reported that, an 840 ventilator had an erratic display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb), and the covidien service engineer will upload the latest version of the operational software. Covidien was not authorized to service the device.